Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced hypoglycemia after announcing a dinner late while glucose was trending down, which resulted in insulin stacking and a low; the lowest reported glucose was 46 mg/dl, with approximately 30 minutes spent below range, and no professional intervention or backup therapy was used. Symptoms included hypoglycemia without loss of consciousness or other acute sequelae. Outcomes included temporary disruption to daily activities without long-term impairment. Investigation included review of device data and user-reported history. Investigation of this case revealed insulin stacking due to a late meal announcement after a prior correction, consistent with user technique contributing to the event. It was concluded that the device performed as intended and that user technique contributed to the hypoglycemia. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.